Event description:
A surgeon reported the cannula was not able to be tightened to the luer lok adapter (lla). The surgeon also stated the solution leaked around the barrel tip and the lla; the lla rotated easily. There was no patient impact associated with this event.

Manufacturer narrative:
One device was received for evaluation from the facility. The cannula was completely attached on the syringe; no leakage occurred during a functionality test. The luer lok adaptor was not spinning; spinning did not affect the functionality. A spinning luer lok adaptor is not a defect nor rejection criteria. According to the directions for use in the package insert, the luer lok adaptor should be fixed between the fingers when connecting the cannula to prevent rotation of the adaptor. Retention samples were inspected and tested; samples met specifications. There were no remarks or abnormal findings in the batch record review; all syringes were visually inspected. There have been no other complaints reported in this lot number.